Manufacturer narrative:
Device evaluation summary: one of the breath delivery (bd) power controller was returned to medtronic for further analysis. No physical anomalies were observed during visual inspection. The reported event could not be duplicated. Analysis found no fault with the returned board. One of the inspiratory flow module (ifm) printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The pcb was attached to the test ventialtor and the unit failed calibrations with an error message. The fault was isolated to the pressure switch (ps4), on the ifm pcb. The event will be included in trending and monitoring.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the inspiratory electronics printed circuit board (pcb) and the breath delivery (bd) power controller pcb. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part(s) are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shutdown. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.